Event description:
New information received indicates that the noise on the right atrial lead was over-sensed, resulted in pacing inhibition and inappropriate mode switch episodes.

Event description:
It was reported through a remote transmission that the patient's right atrial lead exhibited noise. The patient had no adverse consequences.